Manufacturer narrative:
Pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, displacement test or verify missing segments/partial display due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call for flashing blank screen. The customer's blood glucose was 99 mg/dl at the time of incident. Customer stated she was plugging it in after it was sitting on her kitchen table and it started flashing white. Customer reports display is flashing. No report of pump screen flashing when screen was turned on after being in sleep mode. Advise the pump will need to be replaced. Advise to discontinue use of the pump and revert to backup plan per hcp's instructions. The insulin pump will be returned for analysis.